Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive buttons due to an unlocked lcd keypad connector. Unable to perform operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the unresponsive button. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that she cannot clear the alarm on her son's insulin pump. Customer had a button error alarm and his blood glucose was 200 mg/dl at the time of the incident. Customer started to get in the water when he realized that the pump was in his pocket. Customer took the pump out and put it in a towel. Customer stated that the pump did not get wet. Customer's blood glucose is currently over 500 mg/dl. Customer is waiting for his health care provider to call back for a back-up plan. Customer also has ketones. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.